Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence due to a possible leak. Balloon and cuff were replaced. There were no additional patient complications.